Event description:
Unomedical reference number (B)(4). Event occurred in china. On 11-apr-2024, it was reported that the patient faced an infusion set leakage at the quick release( was not tightly connected). Also, the patient had low blood glucose level which was treated with glucose/carbohyderate intake. No further information was available.